Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. The leads migrated to t12, new leads placed at t8. Patient felt stimulation in low back as he did before lead migration. Device revision resolve the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4) ; product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.